Manufacturer narrative:
One accustick six french sheath was received, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation indicated the distal tip of the sheath appeared somewhat deformed which was attributed to interaction with a guidewire. Crimp marks were located on the sheath indicating the original site of the radiopaque marker. Scrape marks were located extending from the original site of radiopaque marker placement to the distal tip. This device displayed characteristics consistent with exertion against resistance, scrape marks on the sheath, which we feel may have contributed to this event.

Event description:
It was reported the radiopaque marker detached in the gluteus muscle upon removal during a pelvis abscess drainage procedure. No retrieval attempts were made. The procedure was successfully completed with this unit. The pt's condition is good. This device has not been returned for eval. Therefore, no failure analysis is available. Although co's follow up did not confirm any resistance was encountered during this procedure, it was indicated the tissue was thick and muscular. Therefore, pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.